Event description:
It was reported that during a thoracotomy procedure, the device was placed on tissue, closed and fired but the staples did not form properly. It is unk how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Date sent: 5/8/2009. Evaluation summary: the analysis results found that the device was returned in good visual condition and with a reload loaded in the device. The reload was received partially fired. The device was noted to have the firing mechanism damaged. No functional test could be performed. The device was dissembled to verify the condition of the internal components and the firing shuttle spring was found disengaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle spring became disengaged; it should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected.